Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic adrenalectomy procedure on (B)(6) 2017 and suture was used. At the moment of opening the package of the suture they realized that the size of the needle did not match the description that is in the package. Patient was not affected. This was not used on the patient. Another like product was used to complete the procedure. No additional information is available.

Manufacturer narrative:
A partially dispensed needle-suture combination into opened foil of product code j305, lot af2586 were returned for analysis. During the visual inspection of the opened sample, the needle did not match with the print information on the foil to product code j305 and nor with the needle drawing specification. The product code j305 must contains a channel needle, wire diameter 22 (mils), with a vicryl suture (violet) diameter 3-0, length 70 cm.. For this reason, a characterization was performed to sample: and the result showed that the needle suture combination was related to a drill needle with wire diameter 40 (mils), point type: taper point with vicryl violet suture in diameter 2-0¿ and length 68 cm resulting a product mix. According to the sample condition to the assignable cause to assembly - incorrect component is mixed product. In addition, the sample will be forwarded for further evaluation.